Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer's blood glucose was 130 mg/dl. Caller stated that the serter was not working correctly, it was alarming lost sensor and end of sensor. Nothing further was reported.